Event description:
It was reported that one day post implant of the right atrial (ra) lead, chest x-ray found the lead probably moved but detection was good. The lead remains in use. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Event description:
It was additionally reported that the atrial lead had no capture and no sensing. The decision was made to reposition the lead. However during the revision procedure, the helix screw could not be extended or retracted. The lead was explanted and replaced.